Event description:
Lasik procedure from (B)(6) has caused bad side effects. Night vision is now much worse than before, and I have starburst, halos, and other bad visual symptoms. Additionally, I have dry eye symptoms. These symptoms bother me every day and negatively affect my quality of life and mental health. FDA safety report ID # (B)(4).